Event description:
It was reported that control-iq did not adjust insulin delivery as customer expected. Customer's continuous glucose monitor read "low," however, specific blood glucose (bg) value was not provided. The customer consumed carbohydrates to address the bg level. Technical support confirmed control-iq functioned as intended and advised customer to consult healthcare provider to confirm pump settings. Customer continued to use pump for insulin therapy.